Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer tried using a different wall outlet and charging cables, which initially seemed to resolve the issue when the pump began charging. However, as the problem persisted, technical support decided to replace the pump. The pump was under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.